Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. The patient stated on (B)(6) 2025, the cgm was 45 mg/dl and his bg was 102 mg/dl. Later that day, his cgm was 55 mg/dl; bg meter 92 mg/dl. On (B)(6) 2025, a family member called emergency medical services (ems) because the patient had a seizure due to low blood sugar. The cgm was 125 mg/dl and the bg was 21 mg/dl when ems checked. They treated the patient with d10 and the patient regained consciousness. The patient was provided a peanut butter sandwich. Ems left at 8:28am when they stabilized. Prior to ems leaving, they checked the patient's bg and itw as 188 mg/dl while the cgm was 85 mg/dl. There was no data available for (B)(6) 2025. Data was evaluated and the allegation was confirmed for (B)(6) 2025. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid for (B)(6) 2025. The reported glucose values fall within the d zone of the parkes error grid for (B)(6) 2025. The data investigation found a difference in values that falls within the b zone of the parkes error grid for 03/03/2025. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.